Event description:
The facility reported a colleague infusion pump (5.04.00 / unremediated) with a bad channel c keypad. During device evaluation, an inoperative stop key was discovered on the channel c pump head module keypad. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a bad channel c keypad was confirmed during evaluation. The stop key was found to be inoperative, and was determined to have been caused by a defective pump head module (phm) keypad. The channel c phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated under CAPA.